Manufacturer narrative:
The insulin pump received with cracked and bleeding display glass, minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump fell out of the clip and hit the ground. He stated that the damage was a crack on the battery compartment and a crack on the display screen that made it unable to read. The blood glucose reading was 123 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.